Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The blood glucose was 257 mg/dl. The customer stated that drive support cap was normal. Advised customer to disconnect from the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to moisture damage on drive support disk sensor. No moisture damage on the lcd board, mother board, interface board, rf board, vibrator motor and battery tube assembly during visual inspection.